Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery with multiple cartridges. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.